Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced chronic infections and skin overgrowth at the abutment site. Two months post operatively, the patient was treated with topical and oral antibiotics on december 5, 2014 (duration unknown), and on (B)(6) 2015, the patient was treated with a course of oral antibiotics for a duration of 10 days. It was reported that granulated tissue was observed to have formed around the abutment site on (B)(6) 2016. Due to unsuccessful treatment and reported pain at the abutment site, the decision was made to remove the abutment. Subsequently, on (B)(6) 2016, the patient was administered with lidocaine and incision was made to remove the abutment, and the site was dressed with topical antibiotics. The implanted device remains.